Event description:
It was reported that upon preparation of the 8.5 x 12cm rx stent delivery system, the stent was found to be kinked. The device was not used during the procedure. The procedure was completed with a different device, with no pt injuries or complications. The pt's status is reported as "good".